Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 30-oct-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside a specimen cup with an unknown liquid inside. During a visual inspection, the device was inspected under magnification. The lens was received coated in an unknown liquid. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue. No further evaluation was performed. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ unexpected postop refraction. These complaint issues reported are not related. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: . Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drt300 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient reported being unhappy and halos they could not tolerate, thus the iol was explanted in a secondary surgical procedure and replaced with a diu iol. Patient prognosis post lens exchange is unknown. No further information is available.